Manufacturer narrative:
No medical records have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. Medical images have been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after the patient returned from imaging, the catheter dressing was not adhered to the patient's skin and the catheter was bent. The following day during infusion the catheter was noted to have a bubble in the second layer, near the junction of the thicker section of catheter. The catheter was replaced. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: no manufacturing issues associated to the reported event were found in the reviewed lot. All process steps were completed per manufacturing procedures, inspection procedures, as documented in workorder. There were no manufacturing abnormalities that may have contributed to this complaint. Investigation summary: two photographs of a hickman style catheter were returned for evaluation. Visual evaluation was performed. The investigation is confirmed for (B)(6) - hub detachment, as the luer was not attached to the tubing. The definitive root cause could not be determined based upon available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: a review of the product instructions for use (IFU) procedural instructions, indications, warnings, precautions, cautions, possible complications and contraindications showed that the product labeling is adequate.

Event description:
It was reported that after the patient returned from imaging, the catheter dressing was not adhered to the patient's skin and the catheter was bent. The following day during infusion the catheter was noted to have a bubble in the second layer, near the junction of the thicker section of catheter. The catheter was replaced. There was no reported patient injury.